Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Used access sheath and realised when it was taken out that the tip of the inner sheath was broken. Went in to retrieve the broken parts. During the procedure it was noticed that the tip of the ureteral access sheath had broken off. The surgeon became aware and he managed to retrieve part of the tip by using grasping forceps. At the end of the procedure the surgeon carried out a substantial washout. The broken tip and the rest of the ureteral access sheath was retained and quarantined.

Manufacturer narrative:
The investigation was conducted, on a similar model, and photo of the package and damaged dilator tip received from the customer. The conclusion was that the root cause is environmental related exposure of the device which resulted in degradation and embrittlement of the dilator polymer.